Manufacturer narrative:
The aquabeam motorpack was returned for investigation. A replacement aquabeam motorpack was provided to the account as part of warranty replacement. Upon visual inspection, corrosion was observed on the connector interface, indicating the presence of fluid ingress. During functional testing the aquabeam motorpack was able to be detected by the console as the cpu led indicator was green, however, the motors did not engage upon pressing the silver actuator button. The aquabeam motorpack was deconstructed, and no physical damages were observed. The motorpack sa0200 cable was then replaced with a known-functioning one and the motors were able to jog. The root cause of the reported failure is electronic component failure; however, the cause of the electronic component failure is unable to be determined. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 22c00043 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, english was reviewed. 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: - connect the motorpack plug on the front right port. - ensure the connector locks in place and the red marks on the motorpack and the console align. Section 5.4 precautions: aquabeam handpiece setup. - ensure the aquabeam handpiece cartridge is properly engaged with the console prior to the beginning of the procedure. An incomplete engagement may result in user or patient injury, or an inability for the aquabeam robotic system to properly resect tissue. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during set up, while connecting the aquabeam motorpack to the aquabeam handpiece, the aquabeam conformational planning unit (cpu) system status indicated that the aquabeam motorpack was not connected. A second aquabeam handpiece was used; however, the issue persisted. As a result, the treating surgeon converted the procedure to an unspecified surgical modality. There were no adverse health consequences to the patient due to this event.